Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure, the duck-billed valve was damaged and it fell into the patient. The fragments were removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the seals of the universal seal assembly torn. A potential cause of this failure may be that the seals got damaged during the insertion/removal of the sharp surgical device. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.